Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-31. H.6. Investigation summary: bd received 3 samples from lot 2054841, 4 samples from lot 2054835 and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate had foreign matter in the tubes. This occurred with 7 tubes from lot# 2054841 and 6 with lot# 2054835. The following information was provided by the initial reporter, translated from japanese to english: this is a report about foreign matters in tubes. According to the customer's report, white or black fms were found to be floating in tubes.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 samples from lot 2054841, 4 samples from lot 2054835 and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Further functional testing was performed, and the conclusion was that based on the location of the materials and the condition of the tubes, these materials were most likely introduced during the manufacturing process. However, bd was not able to identify an exact root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate had foreign matter in the tubes. This occurred with 7 tubes from lot# 2054841 and 6 with lot# 2054835. The following information was provided by the initial reporter, translated from japanese to english: this is a report about foreign matters in tubes. According to the customer's report, white or black fms were found to be floating in tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2054841. Medical device expiration date: 28-feb-2023. Device manufacture date: 23-feb-2022. Medical device lot #: 2054835. Medical device expiration date: 28-feb-2023. Device manufacture date:23-feb-2022. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium citrate had foreign matter in the tubes. This occurred with 7 tubes from lot# 2054841 and 6 with lot# 2054835. The following information was provided by the initial reporter, translated from japanese to english: this is a report about foreign matters in tubes. According to the customer's report, white or black fms were found to be floating in tubes.